Event description:
A customer reported undergoing a cataract operation in india, during which a technis synergy optibule iol lens was inserted. The customer expressed doubts about the authenticity of the lens and mentioned that the surgeon provided a sticker for verification. The patient is uncertain whether the lens used is a genuine johnson and johnson product, expressing concerns about the potential misuse of the company's name by surgeons to deceive patients. No further information is available.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided, but the best estimate date is on or after mar 18, 2025. Section d6a: implant date: unknown, information not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h6 - medical device problem code : 3191 - code not available (counterfeit product/ product tampering) section h3(no): the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: no product has been received; however, a photograph provided by the customer was evaluated. The photograph displayed the suspect product sticker. The sticker can be observed to have the following: manufacturer name, model name, serial number, expiration date, lens diopter, overall diameter, and diameter. No issues could be identified with the label. The complaint issue "counterfeit product/ product tampering" was not identified during photograph evaluation. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.